Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found part of the black rod insulation was damaged and scrapped off. The missing rod insulation was not returned. The reported condition was confirmed. The investigation found damages to the rod insulation. The insulation was partially scraped off. The damage to the rod insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operative, the physician introduced the device through trocar into the patient when she noticed some black debris. It appeared as if the insulation had torn off the shaft of the instrument, but, the physician pulled the instrument out and it did not appear to be compromised at all. The device functioned perfectly and continued to use it the rest of the case. There was nothing fell into patients cavity. There was no patient injury.